Event description:
It was reported that the patient experienced loss of stimulation from the lead of the spinal cord stimulator (scs) system and that high impedances were identified. The patient underwent a revision procedure in which the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The returned lead sc-2408-56 serial (B)(6) was analyzed and revealed that multiple cables were completely broken at the bent-kinked location of the lead. The bent location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint.

Event description:
It was reported that the patient experienced loss of stimulation from the lead of the spinal cord stimulator (scs) system and that high impedances were identified. The patient underwent a revision procedure in which the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The returned lead sc-2408-56 serial (B)(6) was analyzed and revealed that multiple cables were completely broken at the bent-kinked location of the lead. The bent-kinked location approximately 16 cm from the distal. There are no exposed cables at the fracture location. The possible flexing of the lead has resulted in the reported complaint.

Event description:
It was reported that the patient experienced loss of stimulation from the lead of the spinal cord stimulator (scs) system and that high impedances were identified. The patient underwent a revision procedure in which the lead was replaced. The patient was doing well postoperatively.